Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up. Upon interrogation, the left ventricular lead exhibited loss of capture. Chest x-ray revealed that the lead had dislodged. The lead was explanted on (B)(6) 2016. The patient was in good condition.